Event description:
It was reported that there was no image on the video system center. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it was determined that the image disappeared when the plugged connector was handled due to faulty connector. As to the cause of the defect, it was reported that there were traces of water invasion. Thus, the device might have been affected due to water invasion. However, we could not identify a cause. Olympus will continue to monitor field performance for this device.